Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the device lot number is not available / not reported. The trudi device does not have an expiration date; it is not a single use device. Trudi¿ suction instruments are supplied non-sterile and must be cleaned and sterilized prior to each usage. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3005172759-2024-00010 and 3005172759-2024-00011. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that on (B)(6) 2024, during a primary hybrid maxillary antrostomy, the accuracy of the trudi suction device (catalog / lot# unknown) and the trudi shaver blade (catalog / lot# unknown) was off by approximately 6 mm. No troubleshooting was performed. Trudi navigation system (fg200000 / 401015) is the system used. There was no report of any negative patient impact. On 11-feb-2024, additional information was received. Per the information, the inaccuracy was noticed at the start of the procedure. The inaccuracy was determined when placing the [the device] on the maxillary and sphenoid walls. Accuracy was validated using the registration probe / or through instrumentation. The computed tomography (CT) scan contains 200+ slices. The field of view was axial. There were no noticeable defects to the CT scanned image. The information indicated that it was the physician who performed the registration. The physician has performed several registrations ¿and inaccuracy is a consistent issue.¿ there was no potential for metal interference. The information also indicated that they did not restart the registration process. Related to the devices used: the product code and lot number of the suction device is not available. It had been reprocessed one time based on the instructions for use (IFU). The bar below the device icon on the trudi system monitor was green when the accuracy issue was observed. The suction device was not plugged in using registration probe. Inaccuracy was determined when the device was placed on the sphenoid wall. The product code and lot number of the trudi shaver blade is not available. The bar below the device icon on the trudi system monitor was green when the accuracy issue was observed. There was no error message on the trudi nav monitor. The device was plugged in after registration. Inaccuracy was determined when the device was placed on the sphenoid wall. The crosshairs did not turn yellow. The serial number on the trudi connector is not available. The device is not available for return. Based on the additional information received on 11-feb-2024, the event has been deemed reportable as a "malfunction."